Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, the device was received with the capsule fully closed and the end cap/screw gear snap fit connected. Visual analysis showed the handle, tip-retrieval mechanism, inner member shaft and spindle hub appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician with little to no resistance. Both tab 3 and tab 4 had a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported during deployment of the transcatheter bioprosthetic valve the handle of the suspect dcs broke. However, the device was returned for analysis and the handle was intact and functioned as expected. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve was misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In the absence of fluoroscopic images of the valve load inspection or procedural images, the source of these voids could not be determined. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during deployment at the implant of this transcatheter bioprosthetic valve the handle of the delivery catheter system (dcs) broke. The valve was successfully implanted by tightening the handle. No adverse patient effects were reported. Note: there was no misload and the valve loader had loaded more than 400 valves. There was no unusual resistance felt during loading the valve. The access route was femoral. The valve had not been recaptured. The break occurred early in the deployment process. There was no difficulty turning the knob during deployment and no issues with the capsule.